Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of unable to loosen atrial and ventricular set screws was confirmed. Analysis found epoxy in the atrial and ventricular connector block threads causing the setscrews to be stuck in place. A manufacturing anomaly may have occurred that left or caused the epoxy to be in the connector block threads. This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
Related manufacturer reference number: 2017865-2020-00236, related manufacturer reference number: 2017865-2020-00237. It was reported that after the implant of the pacemaker, the right ventricular lead began exhibiting high capture threshold. The physician elected to revise the lead. During the procedure, the physician was unable to unscrew the right ventricular lead and atrial lead from the pacemaker port. The pacemaker was explanted and replaced. Both leads were capped and replaced on (B)(6) 2019. The patient was in stable condition.